Event description:
On (B)(6) 2009, pt reported she changed the insulin cartridge and the adapter did not go on straight. Had pt attempt to remove the adapter and the infusion cartridge and the plunger got stuck on the piston rod. Pt reported the entire contents of the insulin cartridge spilled in the cartridge chamber. Pt stated she was able to remove the plunger and dried the chamber before the call. Reviewed that adapter should be changed every 10th cartridge change. Reviewed effects of insulin collecting near piston rod. Advised to remove cartridge with infusion device held upside down to prevent this from happening. Pt will switch to backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.